Manufacturer narrative:
Other text: additional information: b5, h6 and h10 this remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. No problems or issues were identified during this device history record review. A device sample was received in good condition, with a scratched screen. Visual and functional tests were performed but was unable to download event history log. The device was powered up and alarmed ec1260 which is a corruption of the memory of the circuit board. The reported issue was due to a faulty circuit board. The technician replaced the circuit board. The device passed the test and alarmed for longer than the required 2 minutes and 30 seconds. The root cause of the reported issue was unable to be determined.

Event description:
Additional information was received. The event occurring during bench test. There was no patient involvement.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited error 1261. No adverse effects were reported.